Event description:
A cartridge alarm was reported by the caller, and the customer's blood glucose level was displayed as "high," with the specific value unknown. The customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) without needing third-party assistance. Although the alarm did not occur during the loading process, the caller successfully loaded a new cartridge and resumed insulin therapy. No previous cartridge alarm issues were reported with this pump.